Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It was reported that the drill bent and flex portion snapped during surgery.

Manufacturer narrative:
Concomitant medical product(s): unknown cup; unknown liner; unknown head; unknown stem. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned hgp ii cup flexible drill, confirmed the bent stainless steel flexible shaft and dull drill bit. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Investigation results concluded that the reported event was likely due to normal wear over the field life of this device; however a specific root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.